Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The power activity log goes back to (B)(6) 2020 and shows no indication of the battery charging. The hospital cart ac led was active. The battery charging led was off when attempting to charge. The stm inserted a functioning console into the iabp's hospital cart. The ac led was active, the battery led was inactive. The functioning console was inserted into a functioning hospital cart and the stm immediately observed the console charging, narrowing the issue to the hospital cart. The stm replaced the cart bulk power supply assembly and the console began charging. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm), found that the unit was recognizing the ac power however it was not charging. There was no patient involvement and no adverse event was reported.